Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose (bg) level ranged from not being impacted to 275 mg/dl. The customer used a backup pump and delivered a bolus of insulin to address the high bg. The customer reverted to using the backup pump to manage diabetes.